Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced adhesive issue and infusion set tape not sticking event during playing on (B)(6) 2026. The infusion set was used for the same day. No further information available.